Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The reported 'unit shuts off' which were verified through a review of the event history log by the presence of 'improper shutdown!' Messages. The device was not assessed for the customer allegation. The device will undergo release testing prior to shipment of the device to ensure the pump is in full working order. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump shuts off without user input. There was no known patient injury or medical intervention associated with this event. No additional information is available.